Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced poor separator movement. The following information was provided by the initial reporter. The customer stated: they "witnessed fibrin after centrifugation. The cells are not separating down after centrifuging. It looks like jelly in the tube. Each patient has two vials of blood each time and one tube will work correctly. This event started occurring approximately one week ago."

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced poor separator movement. The following information was provided by the initial reporter. The customer stated: they "witnessed fibrin after centrifugation. The cells are not separating down after centrifuging. It looks like jelly in the tube. Each patient has two vials of blood each time and one tube will work correctly. This event started occurring approximately one week ago."

Manufacturer narrative:
H.6. Investigation: bd received 4 contaminated tubes and 1 photo from the customer. No testing could be performed on the returned tubes. The photo was reviewed and the indicated failure mode for fibrin and poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin or poor barrier separation were observed. Bd was unable to duplicate the customer¿s indicated failure fibrin, fibrin mass, and poor barrier because the defect was not evident in the testing of the retention lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin and poor barrier separation based on the photos provided. H3 other text : see h10.